Manufacturer narrative:
(B)(4). Batch #: u94r76. Additional information was requested and the following was obtained: how many uses did the device have? Without details of the number of uses, as I wasn´t during the procedure. Describe in detail the problem presented with the device. The problem presented is that the doctor was operating with the device which worked perfectly, in the middle of the surgery it stopped working and no longer provide energy and worked. Date of the procedure: (B)(6) 2020 was another medical intervention required due to the problem presented with the device? Not required. Was there damage to the patient due to the problem presented with the device? Not reported. What is the current condition of the patient? Not reported. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the blade tip broken off and not returned. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad. This is consistent with a side load being applied to the blade while active with the jaw closed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. It should be noted that product failure is multifactorial. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. No conclusion could be reached as to how the blade crack issue occurred. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a intestinal resection laparotomy and laparoscopy the device stopped working during the surgery. The doctor asked to change the product.